Event description:
It was reported that when stimulation was on, the patient experienced a vagal response; decreased blood pressure, sweating, and an increased heart rate. The device was explanted and returned to the manufacturer.

Manufacturer narrative:
(Lead anchor). Final device evaluation of the implantable neurostimulator revealed no abnormalities. Final device evaluation of the leads (x2) revealed no anomalies and that the leads functionally ok (despite one being cut through during explant). Final device analysis of the tital anchor revealed no significant anomalies despite one of the metal pins not being returned with the silicone portion of the anchor. Final overall conclusions of the anchor were not possible without the metal pin.